Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with slightly less than 300 units. There was no reported impact to the customer's blood glucose level. Tandem technical support assisted the customer with loading a new cartridge successfully.

Manufacturer narrative:
(B)(4).